Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the third of five reports. Refer to 3011270181-2021-00048 for the first report. Refer to 3011270181-2021-00039 for the second report. Refer to 3011270181-2021-00041 for the fourth report. Refer to 3011270181-2021-00042 for the fifth report. It was reported that the blue connector came away from the microcuff et tube (ett). No report of patient injury.